Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120058.

Event description:
Voluntary medwatch received states that patient's lead exhibited pacing inhibition. The lead was explanted. There were no patient consequences.